Event description:
The patient was on continuous renal replacement therapy (crrt). Crrt machine was alarming: malfunction, memory error. An error code 6 also occurred due to a set value incongruence between the protective and control on the crrt. Blood was given back to the patient. The patient was restarted on a new crrt machine. Dialysis unit was called. We are awaiting a response from the MFR.